Event description:
It was reported that a versacross kit was selected for use during a left atrium appendage closure. The mechanical guidewire was inserted to lead connect to the superior vena cava in preparation for the transseptal puncture. The mechanical guidewire was noted kinked and it could not be removed from the versacross dilator in the traditional way. Thus, the physician removed the dilator with the mechanical guidewire, and he had to pull the mechanical guidewire from tip of connect instead of hub of dilator (in one piece). The coil was able to be stretched freely. Since there was no damage to dilator, it was reused for transseptal along with the versacross rf wire for a successful tsp crossing in left atrium appendage closure. The procedure was completed successfully. The distal end of mechanical guidewire was protruding from the dilator. A tortuosity in the patients anatomy was noted at the iliac bifurcation. No patient complications were reported. The device is not expected to be returned for analysis (disposed). No other issues were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.